Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, while using the super multivac 50 icw for joint debridement, the metal electrode of the wand became detached. The detached pieces that fell inside the patient were removed using graspers. The procedure was completed with non-significant surgical delay using a johnson & johnson device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review states that photos of the devices were provided for review and confirm the reported. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated. H11: h2: corrected information in h6: health effect - impact code.

Manufacturer narrative:
H11: h2: corrected information in h6: health effect - impact code.